Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
Any additional surgical intervention with information that reasonably suggests the device may have caused or contributed or a prolonged procedure due to a device issue that re-intervention is rescheduled, meets serious injury criteria.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure for an unknown reason. The current location of the explanted device remains unknown. No additional information was available, despite good faith efforts.

Manufacturer narrative:
Correction to the initial MDR in block(s) b5. Block b3: approximated based on the date the manufacturer became aware of the event.